Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced both high and low blood glucose while using the ilet during the algorithm adaptation period and concurrent illness, with highs up to 400 mg/dl lasting approximately 2¿3 hours that triggered device alerts and were treated with a correction, and lows to 58 mg/dl lasting about 20 minutes that triggered device alerts and were treated with fast-acting carbohydrates. Symptoms included thirst, flushing, hunger, shakiness, and discomfort. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, troubleshooting, and education on ilet best practices while the algorithm adapts. Investigation of this case revealed that the events occurred during a learning phase while the user was recovering from a viral illness and allergies, which can alter insulin needs, and no device malfunction was identified. It was concluded, based on similar reports, that the cause was unclear and likely related to physiological factors during illness and adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.